Event description:
Customer indicates that they switched the v5 and rl (right leg) leadwires on the mac5000 resting ECG analysis system. They reported ecgs for approximately 90 days before identification of the error. No inappropriate treatments have resulted from these inaccurate ECG readings.